Event description:
It was reported that the right atrial lead had high impedance, high thresholds, no sensing, no pacing, no capture, and an apparent conductor fracture. The lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.